Event description:
It was reported that a patient implanted with a right ventricular lead generate a red alert of the impedance. No adverse patient effects were reported. Additional information was received mentioning that the alert was triggered due to rv lead pacing impedance out of range. Information was requested regarding the exact impedance values, but no information was received. No corrective actions have been completed at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification. Per 803.22 (b)(2).

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find attached the report mw5145728 received through FDA¿s medwatch program.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find attached the report mw5145728 received through FDA¿s medwatch program. The serial number is unknown, therefore we were not able to find the UDI.

Event description:
It was reported that a patient implanted with a right ventricular lead generate a red alert of the impedance. No adverse patient effects were reported. Additional information was received mentioning that the alert was triggered due to rv lead pacing impedance out of range. Information was requested regarding the exact impedance values, but no information was received. No corrective actions have been completed at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification. Per 803.22 (b)(2).